Manufacturer narrative:
It is indicated that the product is not returning for evaluation. As the customer did not provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Troubleshooting performed with the customer referring to the limitations and interpretation of results sections of the corresponding package insert: a sample hcg concentration below the cut-off level of this test might result in a weak line appearing in the test region (t) after an extended period of time. A line in the test region (t) seen after the read time could be indicative of a low hcg level in the sample. If such results are seen, it is recommended that the test be repeated with a new sample in 48-72 hours or that an alternate confirmation method is used. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Hcg product information notice (pin) was discussed with the customer. The pin reiterates the limitations and intended use of the test kit. Devices not returned for investigation.

Event description:
Change in results when testing on the henry schein one step+ hcg urine cassette. Negative result at 3 minutes and positive result at ~4 minutes. Although further information was requested, no further information was able to be provided.